Event description:
Spacemaker¿ pro access & dissector system ref# (B)(4). The scope retention mechanism came off of device inside of patient during laparoscopic procedure. Scope retention device was found and removed from the patient before any harm was caused. Defective product form was completed and device was sent for further evaluation.